Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy.") In a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included missed abortion. Concurrent conditions included seasonal allergy and pelvic mass. Concomitant products included alprazolam, estradiol, fluoxetine hydrochloride (prozac), hydroxyzine, ibuprofen, loratadine (claritin), multivitamin, oxcarbazepine (trileptal), prednisone, sertraline (zoloft), triamcinolone acetonide, vicodin (norco) and zolpidem tartrate. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, blister and pruritus. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, concomitant drug, events- nickel allergy, breaking out all over body, blisters, itching and did you undergo an essure confirmation test? No were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy (allergic or hypersensitivity reaction)'), pelvic pain ('daily constant pelvic pain') and depression ('depression (mental illness)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included missed abortion (treated with dilation suction curettage) on (B)(6) 2013, bipolar disorder (treated with medications) in 2010, eczema and contrast media allergy (allergy to iodine dye). Concurrent conditions included seasonal allergy (treated with allergy medication) since 2010. Concomitant products included alprazolam, alprazolam (xanax), diphenhydramine hydrochloride, estradiol, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), hydroxyzine, ibuprofen, loratadine (claritin), multivitamin, oxcarbazepine (trileptal), prednisone, sertraline hydrochloride (zoloft), triamcinolone acetonide and zolpidem tartrate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, blister and pruritus and pelvic pain (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. On an unknown date, the patient experienced device expulsion ("it was out of the endometrial cavity"), depression (seriousness criterion disability) and adnexa uteri pain ("daily constant fallopian tubes pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and adnexa uteri pain had resolved. At the time of the report, the allergy to metals was resolving and the device expulsion and depression outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, depression, device expulsion and pelvic pain to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) the itching and the blisters resolved within 2 days following essure removal. Concerning the injuries reported in this case, the following one was described in patient's medical record: it was out of the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy (allergic or hypersensitivity reaction)"), pelvic pain ("daily constant pelvic pain") and depression ("depression (mental illness)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included missed abortion (treated with dilation suction curettage) on (B)(6) 2013, bipolar disorder (treated with medications) in 2010, eczema and contrast media allergy. Concurrent conditions included seasonal allergy (treated with allergy medication) since 2010. Concomitant products included alprazolam, alprazolam (xanax), diphenhydramine hydrochloride (benadryl), estradiol, fluoxetine hydrochloride (prozac), hydroxyzine, ibuprofen, loratadine (claritin), multivitamin, oxcarbazepine (trileptal), prednisone, sertraline (zoloft), triamcinolone acetonide, vicodin (norco) and zolpidem tartrate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash generalised, blister and pruritus and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("it was out of the endometrial cavity"), depression (seriousness criterion disability) and adnexa uteri pain ("daily constant fallopian tubes pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and adnexa uteri pain had resolved. At the time of the report, the allergy to metals was resolving and the device expulsion and depression outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered adnexa uteri pain, allergy to metals, depression and pelvic pain to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) the itching and the blisters resolved within 2 days following essure removal. Concerning the injuries reported in this case, the following one was described in patient's medical record: it was out of the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy (allergic or hypersensitivity reaction)"), pelvic pain ("daily constant pelvic pain") and depression ("depression (mental illness)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included missed abortion (treated with dilation suction curettage) on (B)(6) 2013, bipolar disorder (treated with medications) in 2010, eczema and contrast media allergy. Concurrent conditions included seasonal allergy (treated with allergy medication) since 2010. Concomitant products included alprazolam, alprazolam (xanax), diphenhydramine hydrochloride (benadryl), estradiol, fluoxetine hydrochloride (prozac), hydroxyzine, ibuprofen, loratadine (claritin), multivitamin, oxcarbazepine (trileptal), prednisone, sertraline (zoloft), triamcinolone acetonide, vicodin (norco) and zolpidem tartrate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash generalised, blister and pruritus and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("it was out of the endometrial cavity"), depression (seriousness criterion disability) and adnexa uteri pain ("daily constant fallopian tubes pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and adnexa uteri pain had resolved. At the time of the report, the allergy to metals was resolving and the device expulsion and depression outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered adnexa uteri pain, allergy to metals, depression and pelvic pain to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) the itching and the blisters resolved within 2 days following essure removal. Concerning the injuries reported in this case, the following one was described in patient's medical record: it was out of the endometrial cavity. Most recent follow-up information incorporated above includes: on 30-may-2018: medical record received. New event added- it was out of the endometrial cavity. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy (allergic or hypersensitivity reaction)"), pelvic pain ("daily constant pelvic pain") and depression ("depression (mental illness)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included missed abortion (treated with dilation suction curettage) on (B)(6) 2013 and bipolar disorder (treated with medications) in 2010. Concurrent conditions included seasonal allergy (treated with allergy medication) since 2010. Concomitant products included alprazolam, estradiol, fluoxetine hydrochloride (prozac), hydroxyzine, ibuprofen, loratadine (claritin), multivitamin, oxcarbazepine (trileptal), prednisone, sertraline (zoloft), triamcinolone acetonide, vicodin (norco) and zolpidem tartrate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash generalised, blister and pruritus and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression (seriousness criterion disability) and adnexa uteri pain ("daily constant fallopian tubes pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. On 23-feb-2014, the pelvic pain and adnexa uteri pain had resolved. At the time of the report, the allergy to metals was resolving and the depression outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, depression and pelvic pain to be related to essure. The reporter commented: in the plaintiff fact sheet (pfs) the itching and the blisters resolved within 2 days following essure removal. Most recent follow-up information incorporated above includes: on 22-may-2018: fu2 and fu3 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.